Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: 2017. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17480071.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that when stimulation was turned on, patient felt like he had finger in light socket. The patient underwent a lead explant procedure. No device malfunction were suspected. The explanted leads were discarded.